Event description:
Resident of assisted living facility had routine order to receive 80 units of lantus insulin at 2100 hours. Resident care attendant (rca) arrived in room to remind resident to self-administer insulin using an opticlix pen. Rca noticed that cartridge in pen was empty, loaded a new full cartridge from resident's supply, primed the pen, dialed in 80 units, and presented to the resident for self-administration. Resident injected the medication. Rca reported that the pen made the normal "clicking" sound but the resident stated that it "wasn't done" and pressed the injection button again. Rca reports no "clicking" sound a second time and when she collected the pen from the resident, she noted that the cartridge, which had held 300 units, was now empty. The resident was transported to the ER via ambulance for eval. Diagnosis or reason for use: #1 type 1 diabetes; #2 end stage renal disease.